Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the device had broken door sears could not be identified; however, a probable root cause may be improper handling of the equipment, a fall, or an impact. Investigation summary: the reported issue of the broken sear could not be confirmed during the external inspection. The module latch assembly shows damage, and no compression spring was noted during the inspection. All parts inspected were manufactured by bd. A review of the event log showed that the last infusion was recorded on 12dec2025 at 9:31 am and a rate = 108 ml/h and volume to be infused (vtbi) = 100 ml. Also, as incidental finding, fifteen (15) instances were noted in error log review of error code 240.4150.5 (sensor broken high failure, log only severity) on 13may2025 between. 2:27 am and 9:13am. After the external inspection, preventive maintenance was attempted on the suspect pump module. However, the procedure could not be completed due to a connection error in the iuis for the alarm task, caused by the broken module latch that did not allow the pump module to attach properly to the test pcu. For testing purposes only, the damaged part (module latch) was temporarily replaced with known-good part. The maintenance was then performed again and completed without any errors or alarms. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states in its warnings and cautions: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the device had broken door sears. The number of broken units has doubled, and it has been difficult to keep up with the parts needed for these repairs. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the device had broken door sears. The number of broken units has doubled, and it has been difficult to keep up with the parts needed for these repairs. There was no patient involvement.

Manufacturer narrative:
Omit: a0404 - crack (1135), b15 - analysis of information provided by user/third party, c07 - mechanical problem identified, d15 - cause not established additional information: imdrf annex a, b, c, d codes per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the device had broken door sears. The number of broken units has doubled, and it has been difficult to keep up with the parts needed for these repairs. There was no patient involvement.